Event description:
The customer reported via the sales rep that drill bits are snapping during surgery. It is further reported that the hospital have had incidences in past of this event, however, this is the first time the event has been reported.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device(s) was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested from the hospital. If it becomes available, the evaluation summary will be submitted in a supplemental report.